Event description:
It was reported that this right atrial (ra) lead exhibited high capture thresholds. The lead was explanted and replaced. The lead is not expected to be returned as the hospital kept possession of the device. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).